Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed june 16, 2014.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, october 17, 2013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. This report is filed march 27, 2014.